Event description:
It was reported that a user experienced recurrent low blood glucose during nighttime while using the ilet bionic pancreas, and the caregiver requested additional training to prevent overnight hypoglycemia. Symptoms included hypoglycemia. Outcomes included the need for troubleshooting and education, with remote clinical training assigned. Investigation included customer support review and education on device use. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified due to lack of synced device data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.